Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient's stimulator was not working currently. The hcp did not know why the device was not working or any additional details. Technical services reviewed MRI information and redirected the caller to follow up with the managing hcp to check the stimulator and determine MRI eligibility. No symptoms were reported.